Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Visual inspection: the reported event was confirmed. The triathlon ps trial was returned fractured in half. Two portions of the distal rails had also fractured. The fractured portions were not returned. Conclusions: the reported device is under the scope of an ncr. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa. The soncs and/or trackwise nc/CAPA databases were reviewed for nc/CAPA records related to the reported event from 2005 to present. The ncr was initiated on may-2010 because the complaint rate for crack/fracture for triathlon insert trials, catalogs: 5530-t-xxx and 5532-t-xxx, exceeded the rates predicted in the risk documents. The investigation concluded the root cause to be a design issue. It was determined that the geometry of the trials made them susceptible to impingement on headed fixation pins during trialing. The user could potentially impact the trial to ensure proper seating of the trial on the baseplate, resulting in cracking/fracture of the trial. A new design of the trials, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa, was created and the previous devices were obsoleted.

Event description:
Surgeon used triathlon impaction handle with tibial insert impactor to impact a #6x13 ps triathlon tibial insert trial during trial reduction. The tibial insert trial broke in half when struck. The #6 tibial baseplate trial was being held in place by small 1.5" and 3/4" nails from the miscellaneous instrument tray and the trial ps #5 femur was on the femur. An alternative sterile instrument set with a #6x13 ps trial was provided to complete the case.

Event description:
Surgeon used triathlon impaction handle with tibial insert impactor to impact a #6x13 ps triathlon tibial insert trial during trial reduction. The tibial insert trial broke in half when struck. The #6 tibial baseplate trial was being held in place by small 1.5" and 3/4" nails from the miscellaneous instrument tray and the trial ps #5 femur was on the femur. An alternative sterile instrument set with a #6x13 ps trial was provided to complete the case.